Event description:
Customer's niece reports back to back testing on the same meter while using the advantage system with results of 439mg/dl, hi (over 600mg/dl) and 197mg/dl. No quality controls were run during the call. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.